Event description:
It was reported that during a coronary stenting treatment procedure, the stent was dislodged inside the patient. The target lesion was located in the right coronary artery. A non-bsc guidewire was positioned in the target lesion and an attempt was made to advance the 16mmx4.00mm ion stent. The room power went off. The physician was worried that the power will not get back and the stent was still inside the patient's body, so he slowly took it off and the stent was gone. The stent came off the balloon before he wanted it to. He went in with a snare, he snared the stent and was able to take it out from the body. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).